Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # (B)(4). (B)(6). Lot 19c032 was manufactured from march 25-26, 2019. The device was received for evaluation. Visual inspection revealed fluid inside the device¿s housing, indicating that a leak had occurred. Further inspection revealed that the cause of the leak inside the housing was due to missing film-wrap. When the film-wrap is missing, during fill the fluid will go inside the housing and the bladder will not inflate. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the housing during filling prior to patient use. There was no patient involvement. No additional information is available.